Event description:
Nurse injector reported a patient who had been injected with radiesse dermal filler and had experienced pain, swelling, redness on one side. Patient was evaluated by family practitioner who diagnosed cellulitis. Patient was prescribed antibiotic and steroid.

Manufacturer narrative:
Several attempts were made to provide consultation to dr. No additional information was provided by the physician regarding this patient; outcome is not known. In closing this complaint, the medical device report decision trees were reviewed. Review of this event changed the decision since medical intervention was required in order to preclude permanent impairment. We regret the delay in the filing of this report.